Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited a change in longevity estimates. Device data was sent in and found that the changes in longevity were likely due to atrial tachy response (atr) fallback mode being active. This affects longevity as fallback mode is vdi. The device remains in service. No adverse patient effects were reported.